Event description:
It was reported that the physician attempted to deliver the impella 5.5 device through the introducer, at which point, the guide wire came out of position. The decision was made to remove the pump and start over. During 2nd attempt to deliver the device, the pump endured resistance when passing the distal tip of the introducer. The pump and introducer were removed to find a small tear at the end of the introducer. A new introducer was used without further issue. There was no harm to the patient.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete.

Manufacturer narrative:
The following sections were updated in follow-up. B4, g3, g6, h2, h6, h10. Device was used in treatment. The device was not returned for analysis, therefore, the exact cause of the product issue cannot be determined and the clinical observation could not be confirmed. However, following controls are in place to mitigate the reported product issue. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections per procedure (abiomed introducer sheath in-process and final inspections): measure dimensions: measure tip i.d. Of sheath using appropriate pin gauges. Visual inspection: using 10x magnification, verify the tip is round, no flash protruding and no flash with width (around circumference), no splitting, cracks or other damages. Per visual inspection, with naked eye at a distance of 12" to 18", verify the assembled sheath matches the drawing. Ensure parts are free of kinks, cracks, splits, sinks, excessive flash, loose/embedded fm, or any other damages. Per IFU never advance or withdraw guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. When injecting or aspirating through the sheath, use the sideport only. Avoid subjecting the device to unusual stresses. When assembling the sheath and dilator, care must be taken to insert the dilator tip straight through the center of the valve membrane in order to prevent inadvertent puncturing of the membrane. Abiomed provides the IFU for this product. No further follow-up is required. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.